Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow-up with a device that was far-field r-wave oversensing. The oversensing was noted on a stored egm. Programming changes were recommended. The device remains implanted.